Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event was unknown. Treatment was not reported. The patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.